Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a laminectomy on (B)(6) 2010. It was determined that she had a granuloma. Per the reporter, the patient was paraplegic and indicated that the original pain was gone. The pump was stopped after the procedure. As of the date of this report it was unknown if the pump would be restarted. No patient symptoms were reported. The type of medication concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.